Manufacturer narrative:
The device eval report has been completed and the customer complaint was confirmed in the logs; however, no failure was identified.

Event description:
Received info stating customer's pump unexpectedly shutdown. The customer was able to turn the pump back on. Reportedly, the customer's blood glucose level was not impacted.